Manufacturer narrative:
If the product is returned, analysis would be performed and this report would be updated at that time.

Event description:
It was reported that this implantable pulse generator (pacemaker) was unable to be successfully interrogated. Technical services (ts) reviewed the case and recommended to move the wand over different position, which was already done. Ts the suspected a depleted battery status due to this pacemaker longevity. Subsequently, it was noticed that this device recorded code 1003 message indicative that the battery voltage is too low for the projected remaining capacity. This device data was analyzed by engineering and the battery appeared to be depleting more quickly than expected. The patient's heart rate was found to be low in the 30's beats per minute. This product remained in service and replacement was recommended. Eventually, this pacemaker was explanted, replaced and it is expected to be returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
If the product is returned, analysis would be performed and this report would be updated at that time. Corrected field: b5 (problem description): the sentence "this device data was analyzed by engineering and the battery appeared to be depleting more quickly than expected" was removed as a jira analysis was never performed. Upon receipt at our post market quality assurance laboratory, the implantable pulse generator (pacemaker) was thoroughly inspected and analyzed. The analysis found no evidence of device defect, malfunction, or damage outside the bounds of normal medical use. Telemetry was adequate and no code 1003 was noticed upon interrogation. This pacemaker operated normally, and the laboratory testing did not reveal any abnormalities.

Event description:
It was reported that this implantable pulse generator (pacemaker) was unable to be successfully interrogated. Technical services (ts) reviewed the case and recommended to move the wand over different position, which was already done. Ts suspected a depleted battery status due to this pacemaker longevity. Subsequently, it was noticed that this device recorded code 1003 message indicative that the battery voltage is too low for the projected remaining capacity. The patient's heart rate was found to be low in the 30s beats per minute. This product remained in service and replacement was recommended. Eventually, this pacemaker was explanted, replaced and was returned for analysis. No additional adverse patient effects were reported.